Manufacturer narrative:
E1:(B)(6). H3: one device was returned for repair in good condition with complaint that there were incorrect demands and deliveries based on volume infused. No previous repair was noted for the last 12 months. Visual and functional testing was performed. The complaint was not duplicated. Accuracy tests found no issue and accuracy was within acceptable tolerance.

Event description:
It was reported that the incorrect demands and deliveries based on volume infused. The event occurred during infusion.